Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "difficulties in the piston flow" (infusion or flow issue [plunger]). The surgeon reported the syringes showed difficulties in the piston flow. It was reported the device was not used during surgery; there was no pt involved.

Manufacturer narrative:
There were no remarks related to this issue in the batch record. A functionality test was performed during the blistering operation; result was satisfactory. The expel force of the syringes was within the specification. However, there was an increase at the end of the syringe. To prevent similar complaints gliding force was reduced by the supplier. Incoming inspection of the syringes has been established to monitor syringes for homogeneity of their gliding force. There has been one other complaint reported in this lot number. (B)(4).